Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the user interface. The technical support specialist remoted into the server and interface. Verified the connection via database that cce is connected. The serial number, UDI and manufactures details kept blank since the given asset information found to be server. The system functioned as intended as the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system has interface problem. New orders and patients not crossing over in pyxis affecting multiple hospitals. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.